Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 477 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he was driving when the device alarmed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarms were noted during testing. The pump was received with normal operating currents and passed all the functional testing. The pump was monitored and no unexpected battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.